Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to a highly calcified lesion. The device was inspected prior to use with no abnormalities noted. It was reported that the attempt to cross the lesion was unsuccessful and the device was removed. Upon removal it was noted that the stent was damaged. Device evaluation: the device was returned to the manufacturing site for evaluation. The stent was positioned on the balloon as per specification. The first 7 distal segments were in place and undamaged. The middle and proximal segments were stretched and deformed. No further damage was noted. Cine image review: procedural cd images were provided for evaluation. The images showed that the target lesion was located in the mid rca and was an instent-restenosis. From the images there appears to be difficulty during delivery of the wire. There are no images of stent deployment. The images do show several pre-dilation attempts. The cag after the first pre-dilation shows a significant amount of diffuse disease still present in the lesion.

Manufacturer narrative:
(B)(4). Evaluation, method & results: x-ray, fluoroscopy, ivus, CT, MRI etc., highly calcified lesion, failure to deliver the stent. Conclusions: highly calcified lesion.